Event description:
As reported by the edwards european affiliate, post successful valve deployment, bleeding at the groin occurred. It was successfully treated with a stent implantation. After removing the esheath, it was observed that the shaft was split. The patient¿s access vessel minimum luminal diameter (mld) measured 13-14mm and the cardiologist reported feeling no resistance during sheath insertion.

Manufacturer narrative:
(B)(4). Result: the esheath was returned to edwards lifesciences for evaluation. Preliminary visual evaluation revealed scratches along the length of the sheath shaft and an hdpe longitudinal tear at the tip. No delamination was noted and there was no liner tear noted along the seam. The edwards expandable sheath (model 9610es14) is not sold or marketed in the us; however it is deemed similar to the commercially available expandable introducer sheath set models 916es23, 918es26 and 920es29. Investigation is ongoing.

Manufacturer narrative:
The edwards expandable sheath (model 9610es14) is not sold or marketed in the us; however it is deemed similar to the commercially available expandable introducer sheath set models 916es23, 918es26 and 920es29. Investigation is ongoing.

Manufacturer narrative:
Additional information: evaluation codes: conclusion: other: ref: the esheath was returned to edwards for evaluation. The esheath was returned completely expanded along the seam. During visual inspection of the device, a longitudinal tear was noted in the hdpe at the distal tip and distal tip damage was observed. Additionally, scratches were noted along the length of the sheath shaft. No distal tip delamination or liner tear was observed. No other visual abnormities were observed. Due to the device being expanded during the procedure, functional testing could not be performed. The complaint of a split at the distal sheath tip was confirmed. Based on examination of the returned device, it is likely that patient factors (calcification) contributed to the damage. Damage (likely caused by patient calcification) was visible on the complaint sample as scratches along the sheath shaft. Calcification (noted as moderate in the cer) can damage the sheath shaft. During manufacturing, all sheaths undergo multiple 100% inspections. . These inspections support that it is unlikely that a manufacturing non-conformance was the cause of the complaint. Observations from the complaint investigation and product evaluation suggest that patient factors (calcification), may have caused or contributed to the torn liner. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Minimal patient information was provided with the original report, as ¿the doctor does not allege a malfunction of the sheath¿. Based on the condition of the returned sheath, it is possible that the interaction between the sheath and vessel calcification caused the sheath damage, as well as contributed to the reported vascular injury. No manufacturing non-conformities or IFU/training inadequacies were identified. Available information suggests that patient factors contributed to the events. Review of the complaint history for april 2015 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required.